Event description:
I am using the fasciablaster as instructed, hard and brisk, to a pain level 7. I noticed increased swelling of my ankles, pressure and pain. I have not had any relief from this ankles swelling in two years. I immediately stopped using the stick and never used it again. But the damage is still a factor in my life.